Event description:
Boston scientific received information that during follow-up, this left ventricular lead exhibited loss of capture. As a result, the lead was repositioned in the absence of adverse patient effects.

Manufacturer narrative:
To date, the lead remains implanted and in service. If new information is received, a follow-up report will be submitted.